Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 3.00 x 16 mm synergy xd was advanced and came off of the delivery system proximal to the lesion site. The device was crushed against the vessel wall in the obtuse marginal using another balloon. The procedure was completed with an additional stent without further complications. The patient fully recovered.